Event description:
Boston scientific neurovascular became aware of an event in which during an embolization case, the subject device appeared to be just a pusher wire with the main coil absent from the end of it. The procedure was continued with other devices without any further problems.